Event description:
It was reported that post implant a realize band, under fluoroscopy a balloon leak was observed. On (B)(6) 2011, the patient received 2mm. On (B)(6) 2011 the patient reported that she had no restriction. The surgeon could not withdraw fluid from the band. The patient received 5mm band fill. On (B)(6) 2011, the patient stated that there was no restriction. A fluoroscopy was perform. There was a leak from the tubing to the band. The patient is scheduled to have the band removed and a new band implanted on (B)(6), 2011.

Manufacturer narrative:
(B)(4). The band/balloon with 17.5 cm of catheter and the injection port with the locking connector, tubing strain relief and 32 cm of catheter were returned for analysis. Upon visual inspection, it was observed that the band/balloon was covered of black and brown stain, no tears or scratches were observed on the balloon. The actuator ring from the injection port was returned in locked position, hooks were deployed. Locking connector was in locked position. Upon microscopic evaluation, it was observed that the septum was punctured 8 times. No evidence of puncture or scratches was observed on the catheter (tubing). A leak test was performed on the band/balloon with a successful result, no leak was found. A leak test was performed on the injection port with a successful result no leak was found. No leak was found on balloon, catheter or injection port, device was returned fully functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.